Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4,g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with direct left inguinal hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿there was a lipoma noted in left inguinal region and the floor of canal had bulging. A bard flat mesh was placed and sutured to the pubic tubercle medially¿. (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia, thereby underwent open repair. Per op notes, ¿a direct hernia was identified in left inguinal region and was dissected. The mesh was found torn away and that part of the mesh was dissected free from surrounding tissues and the hernia was reduced. The hernia defect was closed with sutures¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective.